Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
T was reported that log files were submitted for review for a system controller that stayed hot, and the site had to exchange the controller. The event log file captured a lone low flow event on 17oct2024 at 0708 with flow noted right below the 2.5 lpm threshold. Some periods of persistent pulsatility index (pi) events were also captured throughout the log file. Technical services checked on the internal temperature of the controller in the log file and it showed at times temperature exceeded 50c, and it was stated that the average temperature was around 45c.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller overheating was not able to be confirmed. Log file data from the event log file spanning approximately 8 hours (06:25¿ 14:27 on 17oct2024 as per timestamp) and the periodic log file with data spanning approximately 256 days (05feb2024 ¿ 16oct2024 as per timestamp) was reviewed. No atypical alarms were observed, and the controller supported the pump as intended for the duration of the data reviewed. The controller¿s internal temperature reached a maximum of 54 degrees celsius; however, it should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. Provided information indicated that the controller was exchanged. Attempts were made to obtain additional event information, but no response was received. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.